Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire had failed to advance into the left ventricular (lv) lead. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of guidewire failure to advance was confirmed. A complete lead without a guidewire, was returned. Visual and x-ray examination found the inner coil was bent/kinked in multiple locations of the lead body as received. The cause of guidewire failure to advance was due to the inner coil being damaged consistent with that occurring at the time of procedural. Electrical testing did not find any indication of conductor fractures or internal shorts.